Event description:
Information received indicated the nurse call function was not operating.

Manufacturer narrative:
Nurse call was not working due to bent pins on the communication cable. The hill-rom technician stated the pins were bent possibly from abuse but couldn't verify it. He straightened the pins which resolved the issue.